Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had a stuck button alert. Customer stated that they were able to clear the alarm and insulin pump was not exposed to moisture. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complained on (B)(6) 2021 insulin pump alarmed stuck button and display ramping. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. No display ramping noted. Device successfully downloaded to thumps. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(6) 2024 19:14:23.000 in device downloaded history. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No display ramping noted. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(6) 2024 19:14:23.000 in device downloaded history.